Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and there is reasonable evidence suggesting that also shocks were delivered so that the patient could be cardioverted succesfully into sinus rhythm. Noted that the patient has had 200 events logged since the day before. It appears that the origin of the events was related to an atrial fibrillation (af) or atrial flutter, with rapid ventricular response (rvr) event. The device remains in service. The device was succesfully reprogrammed to different settings. The device remains in service.